Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced sensitivity and pain at the incision site. The pocket was revised and the cardiac resynchronization therapy defibrillator (crt-d) was repositioned and remains in service. No additional adverse patient effects were reported.